Manufacturer narrative:
Pump received with minor scratched lcd window, scratched case,pillowing keypad overlay, keypad overlay texture damage and missing reservoir tube o-ring.unable to perform displacement test due to missing retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump case and display window is worn and damaged. Customer's blood glucose was unknown at the time of incident. There was no further information provided by the customer or troubleshooting.